Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the customer had low blood glucose levels of 41 mg/dl according to the blood glucose meter 40 minutes prior to being pronounced dead. It was reported that the customer was involved in a car accident. It was reported that the customer was wearing the insulin pump at the time of death. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Please refer to MFR's report no. 2032227-2014-27345 as it refers to the same event but of a different device.